Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.